Manufacturer narrative:
Additional information: conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. During visual inspection under a light microscope several heavy marks of instrument were found at the attachment area, which indicates that the needles were handled in that area. User error caused the event.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. While suturing the fascia, the needle broke. All of the needle fragments were removed and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.